Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump stopped working last night. The patient stated that there was no trauma or water exposure to the pump. The patient stated that there was no corrosion in the battery compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported issue of the pump not working. The pump powered on normally with no alarms. The pump was exercised for 24 hours; a replace battery alarm occurred during the test. The pump was opened and components on the printed circuit board were found to have failed. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.